Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebt1403 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that during catheter placement she pulled the guidewire to trim the catheter, but the guidewire was stuck and appeared to be kinked. She was able to place the catheter. When she removed the guidewire, she stated it looked kinked. There was no reported patient injury.